Event description:
Related manufacturer reference numbers: 2017865-2023-14387. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and right atrial (ra) lead exhibited failure to capture. Fluoroscopy was performed and further confirmed dislodgement of both leads due to twiddler's syndrome. During revision procedure, it was found that the helix of both leads were unable to extended, and the stylet was unable to pass through the rv lead. Both leads were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of stylet unable to advance and helix mechanism issue were confirmed, and the reported event of failure to capture was not confirmed. A stylet could not be fully inserted into the lead due to the condition of the inner coil as received. X-ray examination found the inner coil to be over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. Electrical testing, visual and x-ray inspections were normal with no anomalies found. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood, blood on the inner coil, and over-torque of the inner coil.